Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed with the delay after multiple restarts. The philips field service engineer (fse) inspected the system onsite and confirmed from error logs that a collision error and a force sensor error had occurred relating to the reported 3d rotational movement failure. An additional review of system log files confirms the reported issue. The fse carried out the calibration for both collision and force sensor error to resolve the issue, after which the system successfully completed a full 3d run. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform 3d rotational movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.